Event description:
User believes lab work was repeated and levels were found to be not therapeutic, therefore the medication was increased. The repeat lab work after the drug increase was also not therapeutic and the medication was increased again. According to the physician, they continued to increase the medication until the lab value was therapeutic. Lab work can be included in investigation in case there were any problems with specimen collection or lab equipment running the results.physician had concerns about the argatroban infusion. The lab results indicated that the medication was not therapeutic, the dose was increased and still the lab work (ptt) was not therapeutic. The medication was increased to 3mcg/kg/min before the lab work was therapeutic. However, when a new bag of medication was hung, the lab work showed that the range was now toxic and the patient has been titrated to a more standard dose of 1/4mcg/kg/min. Unsure if there was a pharmacy error in mixing. Pharmacist states that the medication is mixed from a single dose vial of 250 mcg and mixed with 250 ml of IV fluid. Pharmacy has been asked to research lot numbers to see if that could of made a difference in the patient response, that perhaps there was a difference in product from different lot numbers. As a precaution, the alaris pump was exchanged and the pump in question was remanded for downloading in collaboration with hill-rom. Guardrails data will be reviewed to ensure proper programming from nursing staff.